Event description:
Olympus was informed that user facility personnel reported smelling something burning from the cart model wm-260 during an unspecified procedure. No further info provided.

Manufacturer narrative:
Olympus medical systems corporation (omsc) personnel visited the user facility to evaluate the subject device. Based on the eval performed, the fuse holder was melted, and ash and dust adhered to the fuse box. The blades of the power cable were found to have minor damage due to sparking, but this was not believed to be related to the reported phenomenon. The transformer of the subject device was replaced on-site, and the damaged transformer was returned to omsc for further investigation. The investigation revealed that the fuse holder was not sufficiently tightened, which contributed or caused the reported event. The wm-260 instruction manual advises users to inspect the fuse holds every six months to ensure that the fuse holder is secure. This report is being submitted as a medical device report in an abundance of caution.